Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The insulin pump has minor scratched lcd window and cracked case near display window corners.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level is unknown. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.